Manufacturer narrative:
This event is a duplicate of FDA report number 3008973940-2022-03829. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a revealing rash: contact allergic dermatitis following the insertion of an implantable loop recorder (ilr) device ¿ a case report. Heart rhythm case reports. 2025. 1-9. Doi: 10.1016/j.hrcr.2025.10.041 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding allergic dermatitis following the insertion of an implantable cardiac monitor (icm). The authors described a patient who presented approximately four weeks post icm implant with an extremely pruritic maculopapular rash around the area of device insertion, which extended to the upper chest. The rash had begun the day after implant. The patient disclosed that they had previously experienced similar reactive rashes following exposure to certain metals and plastics. The icm was explanted and the rash resolved within two days. The status of the device is unknown. No additional adverse patient effects were reported.